Event description:
Following post-dilation of the carotid stent, blood flow stopped at the filter basket. The filter was suctioned and blood flow returned to normal. The pt is a male. The target lesion was the left internal carotid artery (ica). The vessel was mildly tortuous and the rate of stenosis was 82%. There was no difficulty positioning the filter basket distal to the lesion. The lesion was not pre-dilated. There was no difficulty placing the stent. As per the physician, the debris appeared after post-dilation, and occluded the filter basket. The physician suctioned 275ml of blood from near the basket and blood flow returned to normal and the procedure was completed without any other problems. The pt was neurologically intact when taken from the angio suite and is currently in stable condition.

Manufacturer narrative:
This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.